Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then attempted to insert a ruby coil into the rotating hemostasis valve (rhv); however, while tightening the rhv, the introducer sheath became damaged. Therefore, the damaged part of the introducer sheath was removed. The physician then noticed the ruby coil was kinked while reattempting to insert the introducer sheath through the rhv; therefore, the ruby coil was removed. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.